Manufacturer narrative:
F1: should not have been checked on initial medwatch. No medwatch was received by user facility. H4: info not available h6: code 400 (other): damaged firing mechanism g3: consumer was incorrectly selected on initial medwatch conclusion based upon info received and visual examination, it was concluded that instrument was returned non-functional. Instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Comments some consitons which might result in damage to firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve its products.

Event description:
The device was used during an unk procedure. The ez35b did not clamp and did not cut. There was no consequence to the pt.